Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') and genital haemorrhage ('general abnormal bleeding') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 2. Concurrent conditions included uterine bleeding. Concomitant products included duloxetine since 2017, ethinylestradiol;norelgestromin (ortho evra) from 2005 to 2010, gabapentin since 2017 and levocetirizine since 2017. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced alopecia ("hair loss") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced mood swings ("mood swings"), depression ("depression") and anxiety ("anxiety"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and back pain ("back pain"). In (B)(6) 2017, the patient experienced fibromyalgia ("fibromyalgia"). In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (salpingectomy (bilateral), hysterectomy(full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, alopecia, dysmenorrhoea and back pain had resolved and the genital haemorrhage, abdominal pain, fatigue, mood swings, depression, anxiety, vaginal haemorrhage, weight increased, fibromyalgia and menorrhagia outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, dysmenorrhoea, fatigue, fibromyalgia, genital haemorrhage, menorrhagia, mood swings, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2011(pfs). Current weight as of (B)(6) 2019: 187 lbs. Approximate weight at the time of essure placement 135 lbs. Insertion date as per previous fu: 2010. The device was deployed, and 1 coil was present in the uterine cavity after the removal of the device. It was reloaded and advanced into the left ostia with 5 coils noted in the uterus after deployment. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 61.23 kgs. Hysterosalpingogram - on (B)(6) 2011: result: total bilateral occlusion. Everything was a success.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2019: plaintiff fact sheet received. Events: mood swings, depression, anxiety, abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), weight gain, fibromyalgia, back pain were added. Event outcome was updated for the events: dysmenorrhea(cramping), hair loss, pelvic pain, back pain. Event onset date was updated. Lab data was updated. Concomitant drugs, conditions and reporter's information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, genital haemorrhage, fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, fatigue, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2011(pfs). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received: case has became incident. Previously reported event ¿injury¿ replace with new event .new events added: pelvic pain, abdominal pain, general abnormal bleeding, fatigue, hair loss . Reporter information were updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.